Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report for unable to discharge was observed during review of the device's history log. The device was put through extensive testing without duplicating any malfunction to the device. The analog board was replaced as a precaution. The device successfully passed the final test procedure, was recertified, and returned to the customer. The customer's report for device turns on in the wrong mode was observed and attributed to a system interconnect flex cable that was not properly seated. The cable was reseated to correct the reported problem. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.